Event description:
A publication regarding a case of capsule aspiration. An (B)(6) pt, gastrectomized for cancer, was referred to capsule endoscopy investigation of ogib. Immediately after swallowing the capsule, he coughed a few times, but had no further symptoms and continued the examination. On viewing the film, the pt was questioned and said that in the past he had sometimes coughed when he swallowed a tablet.

Manufacturer narrative:
Given imaging labeling, such as user manual indicate that pillcam sb capsules are contraindicated for use in pts with known or suspected gastrointestinal obstruction, strictures, or fistulas based on the clinical picture or pre procedure testing and profile. Diagnostic tools are available to physicians to assess pts before administration of the pillcam sb capsule including the agile patency system, CT enterography, or mr enterography. Although the pts had no known history of swallowing problems and the capsule ingestion was uneventful, one may suspect, however, that the pt does indeed have a swallowing problem if he did aspirate the capsule without any gagging or continuous coughing. Swallowing disorder is a recognized contraindication to the use of capsule endoscopy. The article was published as: concini m., rare complication during video-capsule endoscopy, digestive endoscopy, japan gastroenterological endoscopy society, 2012, 24:280.